Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, on (B)(6) 2014 the patient was administered general anesthesia to facilitate abutment removal and excision of excess skin due to chronic infection at the abutment site. The site was sutured closed. The implanted device remains.